Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f fast-cath introducer dilator was received for evaluation. No resistance was noted as the brk needle was inserted fully through the dilator. However, the dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown

Event description:
During the atrial fibrillation procedure, skiving occurred during transseptal puncture. The needle and sheath were prepped in the normal fashion. There was no reshaping of the sheath or needle. The needle was advanced up the dilator with the stylet and allowed to rotate freely. The puncture was performed, needle withdrawn, and the sheath aspirated which produced a small plastic shaving. The procedure was completed successfully without patient complications.